Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18617113, model/catalog description: linear st lead kit 70 cm. Sc-2218-70, (sn: (B)(4)): device evaluation indicated the complaint regarding impedance anomaly could not be verified as the partial lead was returned. The 70 centimeter lead was cut and the distal portion about 30 centimeters was missing. Visual and x-ray inspections on the remaining lead found no damages.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure.